Event description:
Healthcare professional reported, left side "biocell warranty/deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as surgical damage. ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "biocell warranty/deflation". Device has been explanted.